Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced erratic cgm readings and dizziness on the day of the event. Initial cgm values were 55 mg/dl, then 70 mg/dl, and subsequently dropped to 40 mg/dl. The patient was unable to perform a fingerstick test at home, and no treatment was administered prior to seeking care. The patient and spouse became concerned and contacted the hospital, where they were advised to proceed to the emergency department. Upon arrival at the hospital, a fingerstick test was performed. At that time, the cgm reading was 55 mg/dl, while the blood glucose measurement was 105 mg/dl. The patient received two bags of an unspecified intravenous fluid. No additional treatment was deemed necessary, and the patient was discharged after approximately three hours. There was no documentation of further medical evaluation or intervention. At the time of reporting, the patient noted feeling tired. No additional details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).